Event description:
While reporting an issue with a gold probe not conducting electrical current, a general statement was made, indicating that the same issue had occurred two or three times. Manufacturer report # 3005099803-2012-04901, 3005099803-2012-04903, and 3005099803-2012-04904 address these events. It was reported to boston scientific corporation that a gold probe was to be used for cauterization. According to the complainant, while preparing for the case, the gold probe was tested and failed to conduct electrical current when plugged into the adapter cable. Reportedly, the connection between the device and the adapter plug had to be held together in order for the device to perform. Several bsc adapter cables were then tried; however, no electrical current was able to be conducted. The case was successfully completed using another gold probe along with the original generator/adapter cable. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiry date. (B)(4). The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.